Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("within the left myometrium is an intact metallic coil") and device breakage ("a fragmented portion of detached wire") in a 46 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of live birth (2), gravida ii, abnormal uterine bleeding, obesity and uterine fibroid. The patient had a family history of migraine. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3391 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required) and device breakage (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy; bilateral salpingectomy; cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: right and left ostia visualized. 4 coils at right ostia and 8 coils discrepancy noted removal date of drug updated to on (B)(6) 2021 from on (B)(6) 2021 discrepancy noted insertion date of drug updated to (B)(6) 2012 from on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.721 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: date of examination: on (B)(6) 2012 procedure: fluro hysterosalpingogram findings: essure apparatus. Water-soluble contrast material was injected under fluoroscopic control by health practitioner number one is a preliminary film. The uterus is well distended with no constant filling defects. There is no spill of contrast material from either fallopian tube. On film number 3 a small amount of contrast material is seen in the proximal portion of the right fallopian tube. No contrast material is seen in profile with the left fallopian tube. [Pathology test] on (b)6) 2021: final diagnosis uterus, cervix, right and left fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix with nabothian cysts. Proliferative endometrium. Myometrium with leiomyomata (up to 0.6 cm). Bilateral fallopian tubes with benign para tubal cysts. Metallic coils consistent with essure devices are grossly identified. Clinical procedure: laparoscopic assisted vaginal hysterectomy; bilateral salpingectomy; cystoscopy gross description : also noted within the left myometrium is an intact metallic coil, consistent with essure device. Additionally received is a fragmented portion of detached wire, consistent with portion of essure device. Also received are two detached fimbriated fallopian tubes. [Ultrasound scan vagina] on (B)(6) 2019: imaging: us transvaginal gynec. Indication: abnormal uterine bleeding uterus: heterogeneous echotexture. Additional small myomas or adenomyosis may be present. Endometrium: visualized cervix : normal appearance right ovary: visualized transabdominally, normal appearance left ovary: visualized comments : both transabdominal and transvaginal imaging were performed to adequately visualize pelvic structures. 3d reconstruction performed to evaluate endometrial cavity. A submucosal myoma is noted. Bilateral essure-like echoes are noted. Impression: uterus with evidence of intracavitary mass suspicious for submucous myoma. Normal appearing ovaries bilaterally; on (B)(6) 2019: uterus: uterus: present position: anteverted size (cm) l: 10.8 w: 6.2 h: 5.4 description: heterogeneous echotexture. Additional small myomas or adenomyosis may be present. Comments: both transabdominal and transvaginal imaging were performed to adequately visualize pelvic structures. 3d reconstruction performed to evaluate endometrial cavity. A submucosal myoma is noted. Bilateral essure-like echoes are noted.; on (B)(6) 2021: visit diagnosis: vaginal hemorrhage ob ultrasound transvaginal gyne history: age :45 previous pelvic surgery: myomectomy: 2019 uterus: heterogeneous echotexture. Small myomas are noted endometrium: normal appearance cervix: normal appearance right ovary: circumferential flow noted. Probable corpus luteum or luteinized cyst. Comment: transabdominal and transvaginal imaging were performed to evaluate the pelvic structures. 3d reconstruction performed to evaluate endometrial cavity. No obvious space occupying lesions. Essure devices appear properly placed. Impression: please consider sono hysterogram and endometrial biopsy if clinically indicated ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:embedded device (10074498). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3288 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("within the left myometrium is an intact metallic coil") and device breakage ("a fragmented portion of detached wire") in a 46 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of live birth (2), gravida ii, abnormal uterine bleeding, obesity and uterine fibroid. The patient had a family history of migraine. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3391 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required) and device breakage (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy; bilateral salpingectomy; cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: right and left ostia visualized. 4 coils at right ostia and 8 coils. Discrepancy noted removal date of drug updated to (B)(6) 2021 from (B)(6) 2021. Discrepancy noted insertion date of drug updated to (B)(6) 2012 from (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.721 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: date of examination: (B)(6) 2012. Procedure: fluro hysterosalpingogram. Findings: essure apparatus. Water-soluble contrast material was injected under fluoroscopic control by health practitioner number one is a preliminary film. The uterus is well distended with no constant filling defects. There is no spill of contrast material from either fallopian tube. On film number 3 a small amount of contrast material is seen in the proximal portion of the right fallopian tube. No contrast material is seen in profile with the left fallopian tube. [Pathology test] on (B)(6) 2021: final diagnosis. Uterus, cervix, right and left fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix with nabothian cysts. Proliferative endometrium. Myometrium with leiomyomata (up to 0.6 cm). Bilateral fallopian tubes with benign para tubal cysts. Metallic coils consistent with essure devices are grossly identified. Clinical procedure: laparoscopic assisted vaginal hysterectomy; bilateral salpingectomy; cystoscopy gross description : also noted within the left myometrium is an intact metallic coil, consistent with essure device. Additionally received is a fragmented portion of detached wire, consistent with portion of essure device. Also received are two detached fimbriated fallopian tubes. [Ultrasound scan vagina] on (B)(6) 2019: imaging: us transvaginal gynec. Indication: abnormal uterine bleeding. Uterus: heterogeneous echotexture. Additional small myomas or adenomyosis may be present. Endometrium: visualized. Cervix : normal appearance. Right ovary: visualized transabdominally, normal appearance. Left ovary: visualized. Comments : both transabdominal and transvaginal imaging were performed to adequately visualize pelvic structures. 3d reconstruction performed to evaluate endometrial cavity. A submucosal myoma is noted. Bilateral essure-like echoes are noted. Impression: uterus with evidence of intracavitary mass suspicious for submucous myoma. Normal appearing ovaries bilaterally; on (B)(6) 2019: uterus: uterus: present. Position: anteverted. Size (cm) l: 10.8 w: 6.2 h: 5.4. Description: heterogeneous echotexture. Additional small myomas or adenomyosis may be present. Comments: both transabdominal and transvaginal imaging were performed to adequately visualize pelvic structures. 3d reconstruction performed to evaluate endometrial cavity. A submucosal myoma is noted. Bilateral essure-like echoes are noted.; on (B)(6) 2021: visit diagnosis: vaginal hemorrhage. Ob ultrasound transvaginal gyne. History: age :45. Previous pelvic surgery: myomectomy: 2019. Uterus: heterogeneous echotexture. Small myomas are noted. Endometrium: normal appearance. Cervix: normal appearance. Right ovary: circumferential flow noted. Probable corpus luteum or luteinized cyst. Comment: transabdominal and transvaginal imaging were performed to evaluate the pelvic structures. 3d reconstruction performed to evaluate endometrial cavity. No obvious space occupying lesions. Essure devices appear properly placed. Impression: please consider sono hysterogram and endometrial biopsy if clinically indicated. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:embedded device (B)(6). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .non drug treatment updated. Event device embedded and device breakage added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3288 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.